Manufacturer narrative:
This device remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited fair field oversensing. Technical services (ts) reviewed several recorded events and indicated one atrial tachy response (atr) episode was consistent with a true event, while other episodes were consistent with fair field oversensing. Ts provided programming recommendations. No adverse patient effects were reported. This device remains in service.